Event description:
It was reported that at the beginning of the laparoscopic nissen fundoplication, a device was working as expected until at one sealing cycle, the blade cut tissue but the activation button for the blade did not return to the original position, the blade did not return back, and the knife blade was exposed but did not protrude beyond the edge of the jaws. The jaws were clean. Another device was used successfully with the same generator and the procedure continued as planned. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.